Event description:
It was reported that patient underwent a total hip arthroplasty in 2004. Subsequently, the acetabular cup "flipped" and patient was revised in 2008.

Event description:
The customer stated that a false positive axsym troponin-I adv result of 0.4 ng/ml was generated on a female patient. The patient was transferred to another clinic where troponin-I testing was performed using the siemens method and a result of 0 ng/ml was generated. There is no report of impact to patient management at the other clinic.

Manufacturer narrative:
(B)(4). An investigation was conducted to find out the root cause of the issue. Axsym troponin-I adv reagent lot 67500jn01 was analyzed using statistical process control which indicated that this reagent lot was performing on target within statistical control and all control and panel values were within the upper and lower specification limits. A review of the manufacturing, testing and release data of this lot revealed that all specifications were met and did not find any events or issues that could impact the performance of this reagent lot. Furthermore, a review of the complaint data for the assay did not indicate an adverse trend for the performance of this lot. From the review of the information available, it was determined that there was no product deficiency with the axsym troponin-I adv reagent kit in question. It was noted that sample specific interference as indicated in the ticket details is the possible cause of the abnormal readings observed. The false positive results were isolated to two samples and subsequent results were repeatable. The complaint text stated that interference was suspected and the presence of interference was also supported by the fact that following a cardiac incident, typically, troponin-I would increase or decrease, depending on the time after incident which was not observed in this case. In the presence of heterophilic antibodies, constant troponin-I adv concentrations will be seen over different samples drawn to different times. Based on the outcome of the investigation, the axsym troponin-I adv assay is functioning as intended. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 8k19, that has a similar product distributed in the us, list number 2j44.